Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, vomiting and cloudy fluid. The cause was unknown. The patient was not hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1 gram, every 5 days, route was not reported), meropenem injection (1 gram, once daily, route was not reported) and amikacin injection (125 mg, once daily, route was not reported) for peritonitis. Antibiotic treatment were stopped. Two days after the event onset, the patient was recovered from abdominal pain, cloudy fluid and vomiting. On an unknown date, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.